Event description:
It was reported that an ilet device became unresponsive and would not power on despite overnight charging, with the mobile app unable to connect and a nonfunctional sleep/wake button that intermittently required prolonged pressing to start. Symptoms included no device alarms and no reported adverse clinical effects. Outcomes included a device replacement shipment and completion of troubleshooting and user education. Investigation included customer troubleshooting to clean and dry the device, attempts to power cycle using the sleep/wake button, verification of charging, and logistics to provide a replacement. Investigation of this case revealed a malfunction of the sleep/wake button on the user interface assembly, consistent with a hardware power control failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction not attributable to user operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.